Event description:
On (B)(6): fse reports the fluoro dose setting was high in both 10r/min being 10.5 and 5r/min being 5.5.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.